Event description:
It was reported the lead was capped and replaced due to high, out of range, pacing lead impedance. The patient was doing well after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.